Manufacturer narrative:
Additional information:(rpt. Sent to FDA),(name, email), (phone #),evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. The visual inspection of the disposable device revealed that the tip of the waveguide was broken off. The broken piece was returned. The reported condition was not confirmed because it could not be determined when the tip fractured. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light-emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. The waveguide had its tip missing, and the missing piece was returned. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The broken piece was returned. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instruction for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's active tip broke. A piece of the waveguide detached and fell into the patient cavity. The piece(s) was retrieved from the patient. Before the disengagement of the waveguide the device worked intermittently; it is unknown if there were any alarms or red lights observed. Another sonicision was used to complete the procedure. No patient injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's active tip detached from the device. The piece fell into the patient's cavity and was retrieved. Another device was used to complete the procedure. There was no injury to the patient.